Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 422 mg/dl. The customer was nauseous and had shortness of breath. The customer administered humalog insulin injections per the healthcare provider instructions and was prescribed lantus injections. The bg level was lowered and the other symptoms subsided. The customer changed the cartridge, infusion tubing and site. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.